Event description:
The customer reported that the insulin pump was malfunctioning and under delivering insulin, which caused his low blood glucose. The blood glucose at time of call was 145mg/dl. Troubleshooting was performed, and the displacement test passed. The time, date, basal rates, and bolus wizard settings were correct. The caller stated that there are a few days that the insulin pump is high and low on the daily totals. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The insulin pump was programmed with multiple low blood glucose alerts and all alarms functioning properly. The device was received with cracked reservoir tube and cracked battery tube threads.